Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is experiencing severe pain in the scrotum and penis area after having an inflatable penile prosthesis(ipp) implanted. The patient had rad txs for prostate cancer approximately ten years ago and had tried pills and injections. After the implant, the patient feels as if the tubes have tied together and the pump is pushing on his scrotum and is constantly poking it. The patient is icing the scrotum area 4-5 times a day and is taking pain medications. The patient will meet with a urologist.

Manufacturer narrative:
The following fields have been updated: event description- b5 the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is experiencing severe pain in the scrotum and penis area after having an inflatable penile prosthesis(ipp) implanted. The patient had rad txs for prostate cancer approximately ten years ago and had tried pills and injections. After the implant, the patient feels as if the tubes have tied together and the pump is pushing on his scrotum and is constantly poking it. The patient is icing the scrotum area 4-5 times a day and is taking pain medications. The patient will meet with a urologist. The patient had a surgical procedure on (B)(6) 2021 to replace the ipp.